Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, for the first firing, when the battery was loaded to power handle, the status indicator illuminated green and the adapter was connected. Since it was checked that the status indicator illuminated green, the reload was loaded and the opening and closing of the jaws was checked. The opening and closing was performed without problems and all the status indicators illuminated green, so the device was handed to the surgeon with the closed cartridge and it was inserted into the trocar. To open the cartridge in the abdominal cavity, the open button was pressed but there was no response at all. Even though the open button was pressed many times, there was still no response, so the device was put out of the operation field and the same action was performed. Still, since it did not respond at all. A new device was used to complete the case. There was no patient injury.